Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead replacement [related manufacturer reference number:1627487-2026-00968] high impedances were noted on the left l1 and right s2 lead. As a result, the leads were explanted and replaced during the procedure.